Event description:
The hospital reported that during open heart surgery the insufflation tubing was defective.

Manufacturer narrative:
Describe event or problem: the hospital reported that during open heart surgery, the insufflation tubing was defective. Deroyal: it was concluded that the resin used to manufacture the insufflation tubing was incompatible with heart and time variables that it is exposed to during shipment and sterilization. This causes the plasticizer to migrate from the tubing to the filter housing causing occlusion. Migration resistant material, polycarbonate, has been chosen and successfully tested for compatibility of exposure to high heat. In (B)(4) 2008, a 100% inspection of the modified device was performed with no defects found.